Event description:
Caller reported a tandem mobi cartridge alarm during the load process. Blood glucose level was not adversely impacted and did not exceed 500 mg/dl. Customer will continue to use the current pump and has an old x2 pump as backup. Technical support confirmed cartridge alarm 30 and advised replacing the pump. Instructions for putting the pump into storage mode and steps for using the replacement pump were provided and acknowledged by the caller. The problematic pump was to be returned to tandem using a pre-paid label within 10 days, and a replacement pump was sent.